Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states, "always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery." Device not returned.

Event description:
It was reported that the customer set the pump time incorrectly. Tandem technical support guided the customer through adjusting the pump time to be accurate. Customer's blood glucose level was 160 mg/dl.